Manufacturer narrative:
This report is filed, may 19, 2016. The implanted device remains.

Event description:
Per the clinic, the receiver/stimulator unit had migrated from its original position, as a result the incision site had opened and the device was visible. Subsequently on (B)(6) 2016, the patient underwent revision surgery to have the device repositioned. During the procedure both the receiver/stimulator and the ground electrode were repositioned, the site was irrigated and the implant was sutured into place. The implanted device remains.